Event description:
It was reported that the patient presents in the hospital for post procedure device check. Device interrogation revealed that the lead exhibited loss of capture and loss of sensing. It was discovered that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.